Event description:
Customer's family member called to report high bgs. Also stated the pt did not receive any alarms. Troubleshooting was performed. Pump tested ok. Family member indicated the lead screw was very rusted and the syringe compartment smelled like urine.